Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was readmitted for a gastrointestinal (gi) bleed which is reportedly stable. The hospital is currently running tests to determine the source of the bleed and monitoring the pt's international normalized ratio (inr) levels.

Manufacturer narrative:
The pt remains ongoing and continues on lvad support. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.